Event description:
It was reported that the user experienced hypoglycemia after unannounced evening snacking led to hyperglycemia, and during the ilet learning phase, the system delivered insulin that allegedly overcorrected the subsequent high blood glucose, resulting in a low blood glucose of 39 mg/dl for about 2.5 hours; the user treated with oral carbohydrates and received no professional medical intervention. The patient also reported that the dexcom cgm sensor was accidentally dislodged and replaced. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrates and no hospitalization. Investigation included a review of device use, user interaction with meal announcements, and sensor replacement. Investigation of this case revealed that unannounced meals during the learning phase most likely contributed to automated dosing, leading to hypoglycemia. It was concluded that the event was related to use conditions, with additional user training arranged. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.